Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. The article concluded that concomitant coil embolization during sevar may be safe and effective and is likely to contribute to the improvement of clinical success rates and freedom from reintervention.

Event description:
Article received: maeda, k. E. (2017). Concomitant coil embolization for gutter leak during endovascular aortic repair with the snorkel technique. Annals of vascular surgery, 265.e13 - 265.e16. Purpose: to present a case study. Per the article adverse events included: distal renal artery dissection; acute renal failure.